Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 229047 software analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis was not able to reproduce crashing. There were errors noted in the error log. As a result the hard drive was reimaged and software was reloaded and updated. It was also noted that the keyboard hinges were broken, the power cord door tabs were bent and the fan was noisy.

Event description:
It was reported that the programmer was crashing. Follow-up determined that the programmer did need to be changed out. The programmer was returned for service. It was further noted that the programmer was not needed back. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.